Manufacturer narrative:
Patient weight not available from the site. A medtronic representative inspected the imaging system onsite and confirmed there was an intermittent ring artifact in the 3d images. The representative replaced the detector. The representative performed gain calibration and trained the site on proper gain calibration procedure. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. No parts have returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that while in a procedure, a ring artifact was observed in an image provided from the imaging system. It was still possible to proceed with the procedure without needing a re-spin. There was a reported delay to the procedure of less than 1 hour due to this issue and no impact on the patient outcome. No additional information was provided.

Manufacturer narrative:
The detector panel was returned to the manufacturer for analysis. Functional testing was performed on the returned part. The issue was confirmed. The returned part was found to be faulty.